Event description:
Customer reported potential false negative urine hcg results vs. Home pregnancy test. An (B)(6) female came to the doctor's office to confirm the positive results from a home pregnancy test. The consult diagnostics cassette result was negative. No quantitative serum test was performed. The patient's last menstrual period was (B)(6) 2011 and the estimated length of pregnancy was about (B)(6).

Manufacturer narrative:
Lot number: hcg1070067; expiration date: 05/2013. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.